Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Brand name was incorrectly identified as freestyle freedom lite. The correct brand name for the reported meter serial number is (B)(4). Brand name has been updated to reflect the correction. In addition PMA/510k# has been updated to k092638, and catalog no# has been updated to 11001-02.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A new issue was observed. Upon visual inspection, damage to the top housing of the meter was observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed. The complaint is not confirmed. This serves as a correction report. (Date received by mfg) was incorrectly documented in follow-up report #2. The correct date is december 11,2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A new issue was observed. Upon visual inspection, damage to the top housing of the meter was observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed. The complaint is not confirmed. This serves as a correction report. Date of event was incorrectly documented in follow-up report #2. The correct date is (B)(6) 2017.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. The date rec'd by MFR date and follow-up report # were documented incorrectly in follow-up #4. Follow-up #4 should have referenced follow-up # 3, not 2, and the correct date rec'd by MFR date for follow-up #3 should have been documented as november 6, 2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. A new issue was observed. Upon visual inspection, damage to the top housing of the meter was observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.